Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette) it was reported no disposable clamp tubing alarm on cadd legacy pump, serial number (B)(4), with 58.5 ml volume in veletri prefilled cassette and multiple air bubbles in entire cassette tubing. Cassette wasted. Patient advised to return pump with cassette and extension tubing attached. Pump replaced. No further details provided.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. Samples were received in decontaminated conditions and inside of a plastic bag without their original packaging. No damages, kinks or voids were detected that could cause the failure mode reported. During functional testing, the sample was attached to a pump and no alarms were activated and no air bubbles detected. The mohawk exposure in the sample was measured with a ruler. Mohawk is measured from the pressure plate latch profile to the end of the mohawk. There was no mohawk exposure. Based on the no disposable alarm investigation and root cause through a corrective and preventative action, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated; complaint is not confirmed.